Event description:
The doctor indicated that the abutment screw (iuniht) was placed on (B)(6) 2014 and on (B)(6) 2017 the abutment screw was reported fractured. The doctor was able to remove all fractured portions of the abutment screw and the implant remains implanted.

Manufacturer narrative:
The device was initially reported (0001038806-2017-00173) as an certain titanium hexed screw, the device returned for inspection was identified as a certain titanium hexed lg screw (visually by the naked eye). The screw was fractured at the top of the threaded regions. The bodies and drive features are worn and discolored. The certain titanium hexed lg screw was not known therefore a DHR was not completed. The reported fractured event was confirmed following inspection. A definitive root cause could not be identified.